Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference and lines on the screen during procedure while the patient was under sedation involving an olympus colonovideoscope .the intended procedure was completed using the same device. There were no reports of patient harm.